Manufacturer narrative:
A medtronic representative went to the site to test the system. A full system check was completed. Logs reviewed and captured for reference. Issue was unable to be replicated. Log showed that multiple attempts where the system was restarted and the umbilical was "unplugged". It was believe that the umbilical was not seated fully which started the issue. The representative did seven restarts and two 3d spins without issue. The representative will continue to monitor the system. The system was fully functional and operated as intended. The staff notified. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) would boot to the patient info screen and then it would turn off (unknown if wall power light was still on). The site rebooted the system multiple times and the image acquisition system (ias) was going into stand alone mode. The site did a combination of rebooting and connecting/disconnecting the ias and mvs and got the system to power on and stay on. There was no patient involvement.